Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the device fell out during the hemostasis stage. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device had been intended for use in a percutaneous coronary intervention (pci) procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. A portion of the sealant remained on the distal end of the delivery shaft, and the indicator wire was found retracted. A non-cordis 5f catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white/red position. During this visual analysis, a kink was identified on the delivery shaft, located approximately 14 cm from the distal tip. The functional deployment simulation evaluation could not be performed, as the device was received with the deployment lever already depressed. Dimensional analysis was conducted on a section of the delivery shaft near the kinked area to verify the outer diameter. The result obtained was within specification for the 5f device. The measurement was taken using a calibrated micrometer. A high-magnification microscopic evaluation was conducted to assess the internal mechanism of the device. Mechanical damage was observed in the indicator window locking system, including elongations and the presence of black debris within the component. These findings suggest that microfractures may have developed in the rotary link system, likely as a result of a forced deployment attempt while the indicator window was not positioned in the correct black/black setting. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it was received in a deployed state with the window in the correct deployed position. However, an additional condition of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was noted with the returned device as part of the plug was deployed from the delivery shaft of the received device with the deployment lever fully depressed. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported no change to indicator event, as the device was received with the deployment lever fully depressed and the indicator window in the deployed position. However, the device was received with the delivery shaft in a kinked/bent condition. If this condition occurred procedural use, procedural/handling factors likely contributed to this condition and could have resulted in difficulty changing the indicator window. However, since this condition was not reported by the customer, it is unknown whether the kinked/bent delivery shaft occurred due to manipulations after the procedure. Also, examination of the internal mechanism within the handle revealed mechanical damage to the indicator window locking system, including elongations and the presence of black debris within the component. These findings suggest that microfractures may have developed in the rotary link system due to forced depression of the deployment lever. This indicates that the lever may have been depressed before the indicator window/wire was in the proper position, which¿along with the kinked/bent delivery shaft condition¿could have contributed to partial plug deployment noted with the returned device. However, as this condition was also not reported by the customer, it cannot be determined whether it occurred during use or after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the device fell out during the hemostasis stage. Manual compression was carried out to stop the bleeding. There was no reported patient injury. The device had been intended for use in a percutaneous coronary intervention (pci) procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation.